Manufacturer narrative:
The investigation into the reported thrombus has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that patient condition was the most likely cause of the thrombus. There was no report of the device performing out of specification during support, therefore it is likely the blood clot was picked up on explant. The failure modes will be monitored and trended. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 67 year old female patient presenting with acute myocardial infarction and cardiogenic shock for impella support. A thrombus formed distal to where the impella was inserted, post impella removal. A balloon intervention. A pulse check was successful, thereafter.